Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the lap top ventilator 1150 was sent for event trace report along with (B)(4). Both units are asked to be checked for appropriate ventilator operation from dates august 1st-12th. As of this time there is no information of patient involvement associated with this reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: device was returned. Event trace download reveals several power on/off entry from 08/08/2022 to 08/12/2022 for 24 times. All operation periods ended properly with a three second on/standby press as indicated by ""vent 0"" entries. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. As a resolution, recommending a 10k/2yr pm (preventive maintenance) be performed.